Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported no auditory percepts at initial activation. It was discovered that the electrode array was not in the cochlea. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was explanted and patient was reimplanted on (B)(4), 2011; not (B)(4), 2011 as previously reported.this report is filed (B)(4), 2011.